Event description:
It was reported that the system displayed system corruption detected error on boot up. This error can prevent the system from booting up resulting in a loss of imaging functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.